Event description:
It was reported that the pump was replaced after the ¿gears went out.¿ it was stated that the patient had felt some vibration in his private area, which made him address his healthcare provider. It was specified that the batteries weren¿t dying when the gears went out. The drug being delivered by the pump was unknown for the time of the event.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).